Event description:
It was reported the patient had no stimulation sensation following a fall that occurred 2 weeks ago. Impedances were measured and the results showed there were high impedances due to the fall. The battery was going to be replaced, but a date had not been set yet.